Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" and "capsular contracture, baker grade iii". Later healthcare professional reported "dissatisfaction with breast size (too large and too low)", "ptosis" which is not device related. Capsulotomy and capsulorrahaphy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening and broken device through microscopic inspection assessed as surgical damage and fold flaw opening also observed missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture" and "capsular contracture, baker grade iii". Later healthcare professional reported "dissatisfaction with breast size (too large and too low)", "ptosis" which is not device related. Capsulotomy and capsulorrhaphy was performed. This record is for the left side. Device was explanted.